Manufacturer narrative:
FDA user facility medwatch report (B)(4). A review of the device history record is not possible as no lot number was provided. The actual complaint product was not returned for evaluation. Root cause could not be determined. All information reasonably known as of 24 sep 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4).

Event description:
FDA medwatch / FDA user facility report # (B)(4) received on 01-sep-2021, and the following information was provided: "patient had to be reintubated because the pilot balloon of the avanos microcuff subglottic suctioning adult endotracheal tube rupture during treatment." What was the intended procedure? "Patient was mechanically ventilated to assist with medical condition."